Event description:
It was reported by the patient that the lead "wires were coming apart." Additional information reported the patient had received more than 20 shocks, due to oversensing. The lead model 6949 was explanted and replaced. No further patient complications were reported as a result of this event. The atrial lead was returned, analyzed and subsequently tested out of specification during mfg's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the model 6949 lead is in process, however, detailed analysis of the device was not performed at this time, due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary for device: outer insulation breached depression; full lead returned. Other: it was reported by the patient that the lead "wires were coming apart." Additional information reported the patient had received more than 20 shocks due to oversensing. The lead model 6949 was explanted and replaced. No further patient complications were reported as a result of this event. The atrial lead was returned, analyzed and subsequently tested out of specification during mfg's analysis. Oversensing, shock, inappropriate, damage, internal/external.